Manufacturer narrative:
This information is based entirely on this interview/transcript. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. No further information was provided. Referenced book: ¿the danger within us: america¿s untested, unregulated medical device industry and one man¿s battle to survive it.¿ publisher: little, brown and company; 1 edition (december 12, 2017). Language: english. Isbn-10: 0316343765. Isbn-13: 978-0316343763. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A radio interview's transcript was reviewed that contained information regarding this family of implantable tachy leads. The transcript contains information from the author of a book who indicated that patient deaths and serious injuries had occurred due to the fracture of the lead and that the lead "broke." There were no discernible patient/model specifics included. The status/location of the leads is unknown. No further information was provided. No further patient complications have been reported as a result of this event.